Event description:
Rptr has experienced 4 consecutive cases where 5-7-day-old infants experienced significant bleeding after removal of clamp. All cases required suturing. Cases occurred from 5/95 to 8/95, in dr's office.